Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a tension-free vaginal tape (tvt) sling procedure performed on (B)(6) 2018 to treat stress incontinence. On (B)(6) 2019, the patient underwent a urethra sling excision and urethrolysis procedure as a treatment for urethral sling erosion and pain on intercourse. During the procedure, the vaginal mucosa and granuloma was excised with small amount of underlying sling. Reportedly, the patient tolerated the procedure and was awaken from anesthesia in stable condition. On (B)(6) 2020, the patient underwent a second revision which was cystoscopy and transvaginal excision of exposed vaginal mesh, and pubovaginal sling using human dermis for vaginal bleeding and dyspareunia. During the procedure, a mesh was identified on the patient's right side and a residual mesh was also seen at the patient's left side. Hemostasis was achieved using electrocautery. Pfannenstiel incision was then made through her previous cesarean delivery (c-section) scar. The subcutaneous tissues were divided using electrocautery. There was a significant amount of scar and a large pannus that once it was gone down to the rectus fascia, it continued to be significantly scarred throught the midline, where it was unable to identify a healthy piece of rectus fascia to harvest. Therefore, decision was made to proceed using an allograft. Reportedly, the patient was awakened from anesthesia and was transferred to recovery room in stable condition after tolerating the procedure well.

Manufacturer narrative:
Correction to blocks b5 and h6 - the events of vaginal bleeding and extrusion were added as these were not coded in the previous report but were provided in the medical records. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the first revision surgery. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. Block e1: this event was reported by the patient's legal representation. The implant and revision surgeries were performed by: (B)(6). The second revision surgery was performed by: (B)(6). Block h6: patient codes e2006, e0506 and e1405, capture the reportable events of urethral sling erosion, vaginal mesh erosion, vaginal bleeding and painful intercourse. Impact code f19 capture the reportable event of revision surgeries. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the first revision surgery. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a tension-free vaginal tape (tvt) sling procedure performed on (B)(6) 2018 to treat stress incontinence. On (B)(6) 2019, the patient underwent a urethra sling excision and urethrolysis procedure as a treatment for urethral sling erosion and pain on intercourse. During the procedure, the vaginal mucosa and granuloma was excised with small amount of underlying sling. Reportedly, the patient tolerated the procedure and was awaken from anesthesia in stable condition. On (B)(6) 2020, the patient underwent a second revision which was cystoscopy and transvaginal excision of exposed vaginal mesh, and pubovaginal sling using human dermis. During the procedure, a mesh was identified on the patient's right side and a residual mesh was also seen at the patient's left side. Hemostasis was achieved using electrocautery. Pfannenstiel incision was then made through her previous cesarean delivery (c-section) scar. The subcutaneous tissues were divided using electrocautery. There was a significant amount of scar and a large pannus that once it was gone down to the rectus fascia, it continued to be significantly scarred throught the midline, where it was unable to identify a healthy piece of rectus fascia to harvest. Therefore, decision was made to proceed using an allograft. Reportedly, the patient was awakened from anesthesia and was transferred to recovery room in stable condition after tolerating the procedure well.